Manufacturer narrative:
(B)(4). Method: the returned complaint opt544 was visually inspected. Results: the visual inspection revealed that the cannula manifold had come loose and was not properly seated in the nasal interface. A lot check could not be performed as no lot number was provided. Conclusion: the opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Loosening of the cannula manifold could occur if the silicone buckle is overtightened when the head strap is adjusted. The lanyard supports the weight of the breathing circuit and removes the load from the patient's nares; if the lanyard is not used the manifold would be more susceptible to a pulling force, causing the manifold to come loose from the nasal interface. Adjusting the interface by pulling on the delivery tubing is another possible cause of this type of damage. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. (B)(4).

Manufacturer narrative:
(B)(4). The complaint opt544 has been returned to fisher & paykel healthcare and is currently being evaluated. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an opt544 optiflow nasal cannula came apart when there was air pressure applied. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that an opt544 optiflow nasal cannula came apart when there was air pressure applied. No patient consequence was reported.